Event description:
It was reported that there was a pump revision procedure for a reason unknown to the reporter. It was possible the catheter was to be revised as well. It was later reported that the patient had an infection in their pump pocket site, thus the pump and catheter were explanted on (B)(6) 2013. The patient reported the infection started about 1 week post implant and the symptoms were spreading down her legs, as the patient¿s legs were reported to be "red and infected". The health care provider (hcp) had been treating the patient with antibiotics at first, but the patient did not get better. The hcp was planning to treat the patient with oral pain medications. It was later reported that the pocket site was red as well as the patient¿s legs, and the legs were also swelling. There was a culture taken from the pocket site at time of explant, with unknown results. The pump device was used to deliver morphine. It was later reported that the patient outcome was unknown to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).